Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, the exact cause of the lv perforation cannot be confirmed; however, it is probable that procedural factors (guidewire manipulations) and patient factors (i.e. Small lv cavity and shape of the lv lateral wall) contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(4) affiliate, a left ventricle (lv) perforation occurred during a transfemoral tavr procedure. Prior to the procedure, the physicians were concerned with causing a lv injury because of the patient's small lv cavity and the lv lateral wall shape. During balloon aortic valvuloplasty, the guidewire position was stable. During insertion of the novaflex+ delivery system into the esheath, intense resistance was noted while advancing the sapien xt. After passing the sheath, the guidewire position was stable for valve alignment. When the valve passed through the aortic arch the blood pressure (bp) was approximately 100 mmhg; however, the bp decreased to the 40's mmhg when the valve crossed the annulus. An increase of pericardial effusion was confirmed by tee. It was suspected there was damage including ventricular perforation by guidewire and injury to the aortic arch. Cardiac massage was immediately performed. Thoracotomy was initiated and cardiopulmonary bypass (cbp) was introduced. Open chest cardiac massage was continued. The xt valve was deployed under reduced flow of cbp instead of rapid ventricular pacing. Post implantation angiography revealed that the valve was successfully implanted in a 50:50 position. A perforation of left ventricle was observed in the operative field by thoracotomy, the perforated area was repaired. After observation in the ICU, the patient was transferred to the general ward and remains hospitalized.